Event description:
Procedure: wedge/segmental resection. Customer states that the device would not be fired at all. Prior-to-use check was done and it worked fine. No tissue damage. No patient harm. Opened another sulu and the procedure was completed. Operating time extended: less than 30 min.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/26/2015.